Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor autozero failed" message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: machine pressure sensor autozero failed" message. It was reported that a 1109 error code was observed. The rse provided the customer with the following instructions found in the service manual; verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the machine auto-zero solenoid (sol 2 and sol 4), replace the da pcba. The rse advised the customer to verify pin alignment and if pins are "good", the customer should replace solenoids 2 and 4. The rse provided the part number for the solenoid valves. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that solenoid valves 2 and 4 were replaced, and the issue was resolved. The device was returned to service.